Event description:
Additional information provided the patient underwent surgical intervention to replace a competitor's ipg with an abbott ipg. There is no alleged deficiency of the abbott device. This issue was reported in error. Reportedly, the patient does not have abbott leads.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was implanted with a competitor¿s ipg, but abbott leads were left in place. The previous ipg was inoperable due to being an old battery and had reached end of life. Therapy was established post-operatively.